Event description:
It was reported that during remote transmission and in-clinic follow-up it was found that patient's atrial lead exhibited noise. Low, out of range pacing impedance was also noted on the atrial lead. The lead was capped and replaced on (B)(6) 2021. The patient was stable.